Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Attempt to upload the unit¿s history and trace files using thus was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following related alarms/alerts occurred around the event date: 100=bolus not delivered occurred @(B)(6) 2022 14:44:51, (B)(6) 2022 20:00:31, & (B)(6) 2022 09:33:37. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of over delivery was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose at the time of incident was 45 mg/dl. Customer was treated with food. Customer's current blood glucose value was 85 mg/dl. Customer experienced symptoms related to low blood glucose such as sweating and shaking. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature at the time of incident. Customer also reported that auto mode or smart guard was automatically delivering insulin at the time of low blood glucose event. Customer also alleged possible pump over delivery. The customer stated that the insulin pump in smart guard 10 units had delivered insulin without an event having taken place. The insulin pump will be returned for analysis.